Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating separated from the jaws back to back during the same case. The patient was not injured nor were there any pieces broken off in the patient that needed to be retrieved.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating separated from the jaws back to back during the same case. The metal heater wire was not affected. The patient was not injured nor were there any pieces broken off in the patient that needed to be retrieved. The case was completed by using a replacement hemopro 2 device.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g4, g7, h2, h3, h6, h10 the lot # 25162803 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/02/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the harvesting device handle. The clear silicone insulation on the cold jaw was observed to be peeled back from the base of the cold jaw to the tip of the cold jaw, exposing the entire metal portion of the cold jaw without detachment. The clear silcone insulation on the hot jaw was observed to be intact, with no visual defects observed. Based on the returned conditon of the device and the evaluation results, the reported failure "peeled; jaw/delaminated" was confirmed.